Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A full lead was returned in one piece for analysis. Specification measurement, electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2024-64048. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead and left ventricular (lv) lead exhibited non-measurable capture threshold. Chest radiography was performed and revealed rv lead and lv lead dislodgement. During revision procedure, it was also found that the rv lead helix failed to be retracted due to tissue being stuck, and the lv lead cannot be repositioned by the guide wire. Both leads were explanted and replaced. Patient condition was stable.